Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the biliary stent "folded" while being introduced. The physician introduced the biliary stent and the stent reportedly "folded" while introducing. The physician removed the device and completed the procedure with another of the same device. The pt was reported to be stable post procedure with no complications.

Manufacturer narrative:
The product was not returned for analysis. A review of the device history record was performed and revealed no related issues to this complaint. There is not enough info per the event description or from similar complaint investigations to provide a most probable root cause.